Manufacturer narrative:
Based upon the clinical findings, the presence of a type iiib endoleak was not confirmed. The video imaging was more compelling for a type lb endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined. Product appropriateness and patient candidacy could not be fully assessed due to lack of information and a pre-implant image study. Patient factors that might have contributed to this event included the use of anticoagulation and antiplatelet therapy.

Event description:
Additional information on 09/03/2015, it was reported that it was a follow up that showed the aneurysm was growing. An arteriogram was performed and they could see blush filling the sac from the left distal side of the graft near the aortic bifurcation. Therefore the physician elected to treat the patient with a bifurcated to prevent the blush. The implant was a success. No patient injury.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported post implant of a bifurcated device and a suprarenal aortic extension, the patient presented to the hospital with a possible type 3b or distal endoleak. The physician is aware that the patient has had a type ii endoleak but it has never had any impact. A follow up surgery is anticipated to reline the graft however no date has been set yet.